Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 27-jun-2024, it was reported that the patient faced tape was not sticking and infusion set felt in the beach. No further information available.